Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen and on the balloon and contrast in the inflation lumen, consistent with preparation and the sds advanced over a guide wire. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. The hypotube was separated distal to the strain relief tubing, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple kinks through out the entire length of the hypotube. The stent outer diameters were measured and met manufacturing criteria. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. It is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the reported resistance as the sds interacted with guiding catheter. Further interaction as force was applied to the sds in the guiding catheter would have resulted in the shaft kinking. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The guiding catheter was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties; however, as there was no damage noted to the sds prior to use which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for difficult to position or hypotube separations for this lot. There is no indication of a lot specific product quality deficiency. Although a conclusive cause for the difficulties positioning the sds in the guiding catheter could not be determined, the reported hypotube separation appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during a procedure the 2.5 x 8 mm xience v stent delivery system (sds) met resistance when being advanced through the guiding catheter and using excessive force resulting in proximal shaft breakage of the sds inside the guiding catheter. The breaking point was outside the anatomy and both parts of the shaft could be easily removed. The physician took a new 2.5 x 8 mm xience v sds and finished the procedure sucessfully. No patient effects. No additional information was provided.